Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Bolts that attach the degage back mechanism to the bracket that attached to back cane have sheared off.